Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of an informal claim received via email on december 5, 2019, the patient was prescribed and implanted with an option retrievable ivc filter in (B)(6) 2015. The patient had a scheduled retrieval procedure in (B)(6) 2019; the filter was partially retrieved, but a piece allegedly remains implanted. The complainant alleges that, prior to retrieval, the filter partially fractured and possibly caused breakthrough pulmonary embolism in (B)(6) 2018. Argon¿s attorneys are attempting to gather additional information.